Event description:
It was reported that high impedances occurred. Additionally, the pt noted that after a neurotomy procedure there was a warm sensation in or around the implantable neurostimulator pocket during re-charging. The pt also reported that the device was not holding a charge as well. The pt had the device a long time and never experienced a warming sensation before. Additional info has ben requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).